Event description:
The customer reported experiencing unexplanted high blood glucose of 335mg/dl. Troubleshooting was performed. Ran a fixed prime and passed. Performed a high pressure test and the insulin pump alarmed motor error. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specs. The insulin pump passed the set test, rewind, basic occlusion, and displacement test. However, the device was unable to prime during the prime test as a result of a faulty force sensor. The motor was tested outside of the device and passed. Further testing could not be performed due to the prime anomaly.